Event description:
It was reported that the device had impedances greater than 4000 ohms. Amps were increased and multiple reconnections were tried without success in resolving the problem. The device explanted and returned for analysis.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.